Manufacturer narrative:
The investigation of access site bleeding and introducer damage ¿ mechanical has been completed. The clinical states that " after single access needle stick, large amount of bleeding noted at hemostatic valve. Needle removed and bleeding continued. Impella adjusted and unable to fix bleeding. Impella cp removed and sheath exchanged with short 14 fr (x13cm) peel away sheath in kit." The product was returned and there was a needle puncture seen in the long sheath. Leak testing was performed and the introducer was not able to hold pressure as fluid escaped from the needle puncture seen near the introducer hub. Based on the clinical details and returned product analysis, the root cause of the introducer damage - mechanical is most likely due to use as a puncture hole was seen where bleeding occurred after single needle stick access. The root cause of the access site bleeding - major is due to use as bleeding was noted due to a puncture hole in the introducer. D6b explant date was erroneously entered on the initial manufacturer device report number 1220648-2025-30099. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30099.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding at the hemostatic valve. The bleeding could not be controlled with repositioning of the needle or the pump. The pump was explanted and the peel away sheath was exchanged to resolve the issue. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿